Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/21/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the encoder cover was cracked. The physical damage found during visual inspection is unrelated to the customer's reported complaint of the platform displaying a user advisory (ua) 17 (max motor on time exceeded during active operation) message. A review of the platform's archive data was performed and found that multiple ua 17 messages occurred on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. Unrelated to the reported complaint, ua 2 (compression tracking error) messages also occurred on the reported event date. A ua 2 typically occurs if the patient is misaligned on the platform or if the lifeband is opened during active operation. The archive data indicated that on the reported event date, the platform stopped compressing twice after a few minutes of use due to the ua 17 message. Li-ion battery with serial number (sn) (B)(4) was used in the platform at this time and had a high remaining capacity (1320). The platform was then restarted and stopped again a few minutes later with a ua 2 message. No other issues related to the reported event was found. The reported ua 17 was not duplicated during functional testing. The platform was tested with a large resuscitation test fixture for several hours without any issues. Unrelated to the reported complaint, a crack was observed on the channel die cast while servicing the platform, based on the investigation, the parts identified for replacement were the encoder cover and the die cast channel. In summary, the customer's reported complaint of a ua 17 message was confirmed during review of the platform's archive data but was not duplicated during functional testing of the returned platform. Per the autopulse maintenance guide (p/n 11653-001), ua 17 can be caused by a twisted lifeband or a low voltage battery. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the ua 17. Furthermore, the battery that was used when the ua 17 message occurred had a high remaining capacity of 1320. Therefore, a root cause for the ua 17 message could not be determined. The physical damages found during inspection and servicing of the device are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that during use on a (B)(6) lbs female patient, the autopulse platform performed compressions for about 6 minutes, then stopped and displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) message. The user reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
A zoll representative confirmed that the platform in complaint worked fine on a mannequin. Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.